Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty advancing and removing the device from the guiding catheter could not be determined; however, the reported separation appears to be related to operational context. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. In this case, a conclusive cause for the reported difficulty advancing or removing the device from the guiding catheter could not be determined since the device or component were not returned for analysis. Furthermore, it is likely that the device was inadvertently mishandled during advancement and /or removal, as resistance was encountered, resulting in the reported separation.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During use of the 3.0x12 mm nc trek balloon dilatation catheter (bdc), there was resistance during advancement and removal with the guiding catheter. The shaft separated in two pieces inside the guiding catheter so the guiding catheter was removed. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.